Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing kinked or bent event on (B)(6) 2024. The patient replaced infusion set and resumed insulin successfully. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. The information in this complaint (B)(4) has been evaluated for the malfunction code tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched). The batch 5355909 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 5355909 were previously tested in 1517169 on 22/jan/2022. Test results: visual test according to work instruction (wi) version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing of quick set. The lot 5355909 was manufactured according to the wi version 69 and packaging in the multivac 08 & 12, on 05/jul/2021, with a total of (B)(4) units. Assembly of quick set: the lot 5358720 was manufactured according to the wi version 21 assembled in the quickset line, on 05/jul/2021, with a total of (B)(4) units. Gluing of quick set the lot 5358709 was manufactured according to the wi version 37 in the gluing of quick set machine mp04, mp05 & mp08, on 04/jul/2021, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 19/may/2025 against malfunction code tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched) and lot 5358709 and no other complaint has been registered in database for the same lot 5358709 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production related to the malfunction reported, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.